Manufacturer narrative:
Testing and investigation at the user facility by a field service engineer found that the device did not pass the touchscreen test. The probable cause was a broken front bezel assembly. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond and will not turn off. The device was returned to the biomedical department for an unk reason. No specific details were provided. There was unk adverse event, or delay in critical therapy. No add'l info was provided.